Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during a follow up, loss of capture, decreased sensing and non-sustained oversensing episodes were observed. The episodes were reproduced with isometric testing. Lead damage in the pocket area was noted under fluoroscopy. The lead was explanted and replaced. The patient condition is good.